Event description:
It was reported by the patient that they sometimes experience a shock sensation around 4am, and inquired if this could be related to remote followup transmission. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.